Event description:
Rptr coomplains of the following physical and mental problems: finger joint pain and enlargement, wrist pain and weakness, carpal tunnel syndrome requiring surgery, elbow and knee pain, popping foot bone pain and enlargement, arthritis, severe fatigue, loss of appetite, mental confusion, memory loss, lack of concentration, irregular body temperature, headaches, poor balance and shaking hands and head. In 6/92 she had a radical mastectomy on the right side for cancer. She finished chemotherapy in 2/93. She will need tests every 3 months for 5 yrs. She also has fevers, hair loss, immune system problems, anemia, flu, allergies, sinus infections, severe depression, no sex drive, insomnia, disfigured bones in joints, 3 perforated ulcers in 12/91, difficulty swallowing, and numbness in arms and hands. She has to take antibiotics and iron tabs every day. She is plagued by infections and fistulas. (*)